Event description:
R.n. Reported that the baxter IV pump would not turn on. Bio-tech diagnosed the problem as a stuck keypad and the keypad was replaced. The previous user had problems noted on computer log 2 weeks earlier that identified a stuck keypad. The panel lockout switch has no shield to protect it from accidental depression. Other manufacturers provide a shield. The switch is in a position that is susceptible to accidental depression during transport if a user coils the ac cord over the top of the pump. Coils slip off the top of the pump, lodging between pole and pump, exerting pressure on the switch to engage it. If engaged for longer than 50 seconds, a stuck key error is generated and the pump no longer works. The channel was opened to remove the tubing and left the manual tube release in the open position, which prevents the pump from turning on for the next user. Pump design could be improved.